Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Concomitant medical products: 429888 implantable pacing lead (B)(6) 2013; 6935m62 implantable tachy lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Event description:
It was reported that the patient presented to the hospital with sepsis and blood cultures were positive for staphylococcus aureus approximately one month after the implant of the implantable cardioverter defibrillator (ICD) system implant. It was further noted that there was a pocket infection. The ICD system was removed. The patient was reported to be enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.